Event description:
The customers reported that the system displayed an error and failed to produce fluoroscopic x-ray. No patient or user injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable and no additional service information was provided.